Event description:
Reporter alleged being unconscious and was treated by paramedics based on the blood glucose monitoring device results. Reporter stated device measured 87 mg/dl and food and medication were taken as normal the day of the alleged event. Reporter stated passing out after the 87 mg/dl reading and screaming when someone called the paramedics. Reporter stated paramedics measured 42 mg/dl and she was treated with dietary adjustments. Reporter indicated no controls were used the day of the alleged event and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.